Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 3 of 3 for the same event. It was reported by the sales rep that during an unspecified surgical procedure of the knee, it was observed that the first of two back-stop implants did not deploy off the needle device from the deployment gun device into the meniscus as designed. Instead, it had come off the needle¿s rail but was still tethered to the needle by the #2/0 orthocord suture strand. According to the report, the surgeon was conducting knee arthroscopy with possible medial meniscal repair on a (B)(6) male patient. It was reported that the surgeon started his diagnostic arthroscopy on the medial side and confirmed a large radial tear translating through the red-red, red-white, and white-white regions as depicted in the MRI. It was reported that the surgeon decided to repair the meniscus with the omnispan system, and selected the 27 degree needle to use for the repair. It was reported that the surgical technician loaded an omnispan 27 degree needle ((B)(4)) onto the meniscal deployment gun ((B)(4)) in accordance with the IFU¿s. It was reported that the surgeon placed malleable graft retractor into the knee, and followed this with the implant. The surgeon then inserted the needle until the silicone tube on the distal end of the needle came into slight compressive contact with the meniscal surface. The surgeon squeezed the gray handle and deployed the first of two back-stop implants. It was reported that when the surgeon backed the needle out of the meniscus to prepare delivery of the second back-stop implant, the event occurred. It was reported that the surgeon removed the entire needle from the knee then asked for a new implant to be loaded onto the meniscal deployment gun. The surgical technician loaded another 27 degree implant, and the surgeon repeated the necessary steps as he had for the first attempt. The surgeon then inserted the second needle into the meniscus approximately 1.5mm adjacent to the first site, advanced the needle until the silicone tube made slight compressive contact with the meniscal surface, and squeezed the gray handle. The surgeon stated that he felt that the inner spring that advances the implant fully deployed as there was an audible *click* when this happened. The surgeon then backed-out the needle to prepare delivery of the second back-stop. Again, he witnessed that the first back-stop had not deployed into the meniscus. He subsequently removed the omnispan needle with tethered implant. At this point, the surgeon asked for a smith & nephew fastfix 360. The circulator got these competitive implants. Surgeon used three each of these implants and finished the case without issue. It was not reported if there was a delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The sales rep and the surgeon discussed after the case about what may have caused the faulty deployment. They both agreed that it had nothing to do with his technique, and probably more to do with mechanical issues in either the needle or the gun. At no time during the conduct of implant deployment was the patient¿s health in jeopardy. Surgeon ensured there were no omnispan implants remaining in the patient¿s knee. Surgeon used three each smith & nephew fastfix 360 implants. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.